Manufacturer narrative:
Results: the complaints lab received one sample. The sample was visually inspected. A brown substance was observed on the syringe¿s luer tip. Previous investigations using ftir have shown this substance to be grease. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that upon opening the 20 ml bd¿ syringe with bd luer-lok¿ tip for IV preparation, the technician noted that there was a brownish-black material on the tip of the syringe. There was no report of injury or medical interventions.